Event description:
After an anterior lumbar interbody fusion procedure, it was discovered that the weld on the instrument was broken. The item came loose and is broken into 3 pieces. This was discovered while cleaning the item, postoperatively. There was no impact to the case. The procedure was successfully completed with no patient injury. The broken fragments were retrieved. This is report one of one for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed;no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. DHR:the DHR has been reviewed for part number sd03.802.203 / lot number 6523365. Raw material certifications have been reviewed and meet the drawing requirements. Review of this DHR finds this complaint to be invalid. Placeholder.